Event description:
It was reported that the patient was in the intensive care unit and was lethargic. The reporter wanted to know what the pump was programmed to and was informed that the patient¿s personal therapy manager (ptm) could be used to determine what was in the pump, but the reporter didn¿t want to do this. The reporter also asked at the time of the report how to stop the pump. A local device manufacturer representative was to be paged. The type of medication being delivered via the device system was not provided. No patient outcome, troubleshooting, or intervention was reported. The cause of the event was not reported as well. Follow-up is being conducted for additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# unknown, product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).